Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rect0645 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rect0645) have been reported from the same facility.

Event description:
It was reported by a rn at the facility that twice the guidewire of the accucath has gotten stuck in the patient. It was stated the rn was not able to retract the guidewire back into the handle. It was stated another rn at the facility experienced the same issue a week prior. This report addresses the third device.